Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during clinical visit, the device was found to have reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.